Event description:
The hcp reported that following refill, the patient experienced an overdose. Following pump refill, the patient complained of a "backache". Approximately 45 minutes after refill, the patient was found unresponsive, blood pressure was elevated, left pupil was dilated and heart rate was 150. The pump was stopped. The hcp performed a lumbar puncture aspirating 35 ccs of spinal fluid, following standard overdose procedures. Oxygen was administered and the blood pressure decreased. The hcp indicated that the 'wrong kit" was used; "I filled the side port". The patient received 16-17 ccs through the catheter. The patient was monitored closely. A follow-up report will be sent when additional information becomes available to co.

Event description:
Facility medwatch # 230130 2005 0001 attached. Pt identifier: 1149012.